Event description:
Consumer complaint about high blood results. Customer normal results are around 120-130mg/dl 2 hours after a meal and fasting. Back to back blood tests performed with results of 230 and 240mg/dl. Last results in memory are 158mg/dl, 178mg/dl, 131mg/dl, 273mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (273) and the lowest normal result (120) is located in zone c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).